Manufacturer narrative:
Date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on literature review which reports clip detached from one leaflet. It was reported through a research article identifying the mitraclip device which may be related to single leaflet device attachment (slda). Details are listed in the attached article titled, assessment of biventricular function by three-dimensional speckle-tracking echocardiography in secondary mitral regurgitation after repair with the mitraclip system. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.